Manufacturer narrative:
The alleged ibed awareness issue was resolved by the customer. The bed did not require any action when the service tech arrived at the account and the bed was functioning to specifications. Evaluation performed by customer.

Event description:
It was reported by service report that there were issues with bed awareness. There were no reported adverse consequences or clinically relevant delays in treatment.

Event description:
It was reported by service report that there were issues with bed awareness. There were no reported adverse consequences or clinically relevant delays in treatment.